Event description:
Caller reported a malfunction on pump and no notable events occurred prior to malfunction. There was no adverse impact to customer¿s blood glucose level. Customer reverted to mdi therapy, and tandem technical support sent replacement pump while providing instructions on storage and return process, which caller acknowledged.